Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station kept going to a blue screen displaying "password". Customer stated that troubleshooting was performed to ensure the connections were secured and determined that the screen might need to be replaced. Customer reported an interruption during a surgical procedure. However, no patient harm and delay has been reported at this time.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had cable failure. A field service engineer reported an intermittent blue screen with a password request, replaced the drive cable, reseated the all-in-one unit, and checked all cables. The station powered on normally, and the customer operated the drawers with no further issues observed. The system functioned as intended after the field service engineer repaired the device.